Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr performed the 2k preventive maintenance and did not see a blank inspiratory display goes blank. The fsr cannot duplicate the discrepancy. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator was not showing any numbers of inspiratory time on the display . At this time, there is no information regarding patient involvement associated with the reported event.